Event description:
As reported to coloplast though not verified, the patient was implanted with aris resulting in patient experiencing infection, pain, and having surgery to remove the mesh due to vaginal erosion. During surgery physician also reconstructed vaginal area as a result of the mesh implant and removal.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Other text: device not returned.